Manufacturer narrative:
Initial and final MDR 188497 - device 6 of 10. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced ten infusion set cannula bent events in the last 48 hours. All the events occurred within three hours of insertion and the insertion site was at abdomen. The blood glucose level at the time of event was 300 mg/dl and patient resolved it by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.